Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose at the time of admission was 705 mg/dl. The customer stated that he experienced extreme thirst, urination and nausea prior to the hospitalization. The customer was treated with an IV drip. Troubleshooting was done. The customer stated that the cannula was not occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised customer that everything seemed to be working as it should. Nothing further reported.